Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paper work verified that this lot met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use, complications that may occur and/or require intervention include, but are not limited to, endoleak and component migration.

Event description:
On (B)(6), 2007, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm and an aneurysm in the left common iliac artery. The left hypogastric artery was coiled during the procedure. Significant thrombus (5-7 mm thick) was noted within the aorta. Follow-up computed tomography (CT) images dated (B)(6), 2007; (B)(6), 2008; and (B)(6), 2010 showed that the gore excluder aaa trunk-ipsilateral leg had migrated distally by about 4.5 cm since implant. Recent CT images indicate a type-2 endoleak from the left common iliac artery. An intervention is being planed, but the date has not been scheduled.